Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13291; related manufacturer reference number: 1627487-2019-13293. It was reported that the patient's system is autoreducing. Reprogramming was unable to resolve the issue. Surgical intervention may be undertaken in the future to address the issue.

Event description:
Patient underwent surgical intervention on (B)(6) 2020 wherein the system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.